Event description:
When changing tpn and lipids, regular IV tubing would not prime when connected to tpn and all clamps opened. Filter was changed out, a second person double checked to ensure all clamps were open, still would not prime. Had to get new IV tubing and re-spike the tpn which then worked. IV tubing was saved and given to supervisor.